Event description:
Surgeon was implanting a 2.5 x 18mm cannulated screw into the first metatarsal bone, using provided driver blade and handle, when he heard a cracking noise. He found the head of the screw had broken off. He removed the broken screw without incident and replaced it with a 3mm screw. Procedure was identified as a kalish osteotomy in the distal 1st metatarsal.

Manufacturer narrative:
Measurable dimensions of the returned sample were within spec. A deformation seen in the screw head slot indicates excessive torque was applied.